Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/24/2013 with the following findings: the keypad cover was found to be peeling at the ok button. During testing, all keypad buttons were found to be intermittently unresponsive. There was evidence of contamination found under all key contacts. There was no moisture found under the keypad cover. The pump case was removed and corrosion was found on multiple internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up and down arrow buttons were intermittently unresponsive and required multiple button presses to engage. It was also noted that the pump was exposed to water a week prior to the alert date and there was visible moisture inside the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.